Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The torque wrench stripped when tightening the bolt.

Manufacturer narrative:
Examination of the returned device found the black plastic protector component has broken. The root cause is attributed to product design. Co103025887 has been initiated to remove the radel® socket cap altogether and replace with a teflon® (ptfe ¿ polytetrafluoroethylene) split ring and a peek (polyetheretherketone) disc to the torque wrench. The current complaint sample product was manufactured prior to the implementation of co103025887. No further corrective action required. Examination of the returned device also found that the scale was disassembled and the screws were missing. The root cause of the missing screws and disassembled scale is unknown. No conclusions could be drawn without the screws to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.